Event description:
Philips received a complaint from customer biomed reporting a check vent alarm for autozero failure on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported failure. The diagnostic code for machine pressure sensor autozero failed was confirmed in the device error log. The rse advised the customer of the recommendation of solenoid replacement. The investigation is ongoing.

Manufacturer narrative:
The biomed engineer (bme) confirmed replacement of solenoid valve 2 and 4 as recommended. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.